Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus'), fallopian tube perforation (' fallopian tubes perforation'), perforation ('other organs perforation') and pelvic pain ('pelvic pain') in a female patient who had essure ((B)(4)), (batch no.(B)(4)) inserted. The occurrence of additional non-serious events is detailed below. (B)(4). On (B)(6) 2008, the patient had essure ((B)(4)) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions "), autoimmune disorder ("auto-immune reactions nos"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure ((B)(4)) was removed on (B)(6) 2021. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure ((B)(4)). A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus'), fallopian tube perforation (' fallopian tubes perforation'), perforation ('other organs perforation') and pelvic pain ('pelvic pain') in a female patient who had essure (ess205), (batch no 624274) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions "), autoimmune disorder ("auto-immune reactions nos"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus'), fallopian tube perforation (' fallopian tubes perforation'), perforation ('other organs perforation') and pelvic pain ('pelvic pain') in a female patient who had essure (ess205) (batch no. 624274) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions "), autoimmune disorder ("auto-immune reactions nos"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). Lot number: 624274, manufacture date: 2007-04, and expiration date: 2009-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jan-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted (lot no. 624274) for female sterilisation. Additional nonserious events are detailed below. Product or product use issues identified: intentional insertion of multiple contraceptive devices ("there were 2 coils placed in the right side and 1 coil placed in the left side"). The patient had a medical history of postmenopausal bleeding in 2020 and clear cell renal cell carcinoma (underwent a left nephrectomy), asthma, type 2 diabetes mellitus, smoker, drug allergy, breast abscess, smoker, spontaneous abortion, parity 1 and multi gravida. Previously administered products included: depo provera and oral contraceptive nos. As concurrent condition the report mentioned overweight. On (B)(6) 2008, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions nos"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, stress, tooth loss and weight fluctuation to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: clinical information postmenopausal bleeding. Final diagnosis: a endocervix, curettage: scant superficial strips of endometrium negative for atypia or hyperplasia. Squamous and endocervical epithelium negative for intraepithelial lesion (nil). B. Right partial fallopian tube with essure coil, partial salpingectomy: fallopian tube with no diagnostic alterations. Wire coil medical device (gross only). C. Left fallopian tube with essure coil, salpingectomy: fallopian tube with no diagnostic alterations. Wire coil medical device (gross only). Gross description: right partial fallopian tube with essure coil the specimen is received in formalin and consists of a portion of nonfimbriated fallopian tube (4.1 cm length x 0.6 cm diameter) as well as two pieces of wire (the longest is 18 cm length x <0.1 cm diameter, and the shorter is 11.2 cm in length with a coil end). Additionally, there is a coiled piece of silver wire that is 2.2 cm in length x <0.2 cm in diameter and a 0.6 cm length x <0.1 cm piece of wire. All but the coiled wire display a scant amount of soft tissue attached. Left fallopian tube with essure coil the specimen is received in formalin and consists of a fimbriated fallopian tube (6.7 cm length x 0.6 cm diameter) as well as a silver wire (7.2 cm length x <0.1 cm diameter to 0.1 cm diameter). Noted on the fallopian tube are at least two paratubal cysts that are 0.3 cm and 1.0 cm each. Within the more proximal portion of the fallopian tube lumen is a second portion of wire, which when elongated measures 14.5 cm in length x <0.1 cm in diameter. This piece of wire does not display a serial number. A more coiled piece is also identified within the lumen, which measures 2.1 cm length x <0.1 cm diameter and is tightly coiled with no serial number [ultrasound pelvis] on (B)(6) 2020: the essure fallopian tube implants are partially visible and do course through the expected orientation of the fallopian tubes. No visible complications; on (B)(6) 2021: susceptibility artifact in each cornual region related to the essure devices lot number:624274 manufacture date: 200704 expiration date: 200903. Quality safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent followup information incorporated above includes data received on: 13oct2023: medical record received. Surgical pathology report added. Medical history, lab data, reporter information updated. A technical investigation was conducted, including a batch review and review of complaint records and records of nonconformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted (lot no. 624274) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: intentional insertion of multiple contraceptive devices ("there were 2 coils placed in the right side and 1 coil placed in the left side"). The patient had a medical history of postmenopausal bleeding in 2020 and clear cell renal cell carcinoma (underwent a left nephrectomy), asthma, type 2 diabetes mellitus, smoker, drug allergy, breast abscess, smoker, spontaneous abortion, parity 1 and multi gravida. Previously administered products included: depo provera and oral contraceptive nos. As concurrent condition the report mentioned overweight. On (B)(6) 2008, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions nos"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, stress, tooth loss and weight fluctuation to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: clinical information postmenopausal bleeding. Final diagnosis. A endocervix, curettage: - scant superficial strips of endometrium negative for atypia or hyperplasia. - squamous and endocervical epithelium negative for intraepithelial lesion (nil). B. Right partial fallopian tube with essure coil, partial salpingectomy: - fallopian tube with no diagnostic alterations. - wire coil medical device (gross only). C. Left fallopian tube with essure coil, salpingectomy: - fallopian tube with no diagnostic alterations. - wire coil medical device (gross only). Gross description: right partial fallopian tube with essure coil- the specimen is received in formalin and consists of a portion of non-fimbriated fallopian tube (4.1 cm length x 0.6 cm diameter) as well as two pieces of wire (the longest is 18 cm length x <0.1 cm diameter, and the shorter is 11.2 cm in length with a coil end). Additionally, there is a coiled piece of silver wire that is 2.2 cm in length x <0.2 cm in diameter and a 0.6 cm length x <0.1 cm piece of wire. All but the coiled wire display a scant amount of soft tissue attached. Left fallopian tube with essure coil- the specimen is received in formalin and consists of a fimbriated fallopian tube (6.7 cm length x 0.6 cm diameter) as well as a silver wire (7.2 cm length x <0.1 cm diameter to 0.1 cm diameter). Noted on the fallopian tube are at least two paratubal cysts that are 0.3 cm and 1.0 cm each. Within the more proximal portion of the fallopian tube lumen is a second portion of wire, which when elongated measures 14.5 cm in length x <0.1 cm in diameter. This piece of wire does not display a serial number. A more coiled piece is also identified within the lumen, which measures 2.1 cm length x <0.1 cm diameter and is tightly coiled with no serial number [ultrasound pelvis] on (B)(6) 2020: the essure fallopian tube implants are partially visible and do course through the expected orientation of the fallopian tubes. No visible complications; on (B)(6) 2021: susceptibility artifact in each cornual region related to the essure devices lot number:624274 manufacture date: 2007-04 expiration date: 2009-03. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.